Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0llhj, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
No device analysis was performed on stimulator or lead; the device met risk-based analysis criteria.

Event description:
It was reported the patient had an infection following a revision. The patient¿s entire system was removed and the patient was doing fine. Follow-up is being conducted for additional information on the infection. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.